Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a micropace stimlab cardiac stimulator was used in a ablation procedure. Approximately two seconds after delivering a "drive train" ablation an unexpected discharge from the pacing electrode was observed on the lspro recording system and sensed by the micropace system. While doing sensed maneuvers, the micropace delivers extra pacing when it senses a deflection on the pacing channel. The issue occurred when pacing directly from the micropace system, both with and without the non-bsc mapping system connected. The procedure was completed with this device with no patient complications being reported.